Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead had perforated the patients rv wall. A new pace/sense lead was placed during a routine pulse generator change out procedure. There were no adverse patient effects reported. A request for additional information has been made.